Event description:
It was reported that the implantable cardioverter defibrillator exhibited under-sensing. It was noted that there were smaller atrial fibrillation waves from svt. No intervention was performed. The patient will continue to be monitored since the patient was not taking medication properly.